Event description:
Pt desires subpectoral conversion with larger silicone gel implants. 11-3-99 - pt underwent removal of bilateral saline implants. Implants were intact. No capsular contractures. No apparent problems with implants at all. Pt also underwent bilateral subpectoral conversion with larger silicone implants without problems. Implants given to pt.